Event description:
The customer reported via phone call that the battery on their insulin pump was not lasting for long. It was found the battery did last for more than one week with the insulin pump. The customer was advised to wait 5 seconds before inserting a new battery. Customer also reported their blood glucose rising to 600 mg/dl in one incident. The customer's blood glucose was 379 mg/dl at the time of the call. Customer stated they treated their blood glucose with the insulin pump. The customer did not find any air bubbles in the tubing during troubleshooting. It was also found the insulin pump passed a high pressure test during troubleshooting. Customer was advised to complete a set change. The customer was also advised the insulin pump was working as designed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.